Event description:
It was reported that pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and watchman laa closure device & delivery system (wds) were used. The was perforated the appendage and patient experienced pericardial effusion. Protamine was administered once effusion was noted and pericardiocentesis was performed. 800ml of fluid was drained from the pericardial space and patient required open heart operation. Patient remained stable and was discharged home 3 days after the incident in no distress.